Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and menorrhagia. It was reported that following insertion the patient experienced pain, extrusion, urinary problems, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh excision on (B)(6) 2010 due to exposed mesh, pelvic pain, dyspareunia, pain and discomfort. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a diagnostic hysteroscopy and novasure endometrial ablation cystoscopy due to menorrhagia. The patient underwent mesh removal on (B)(6) 2010.